Event description:
Customer reportedly received results of 39 mg/dl and hi (result greater then 600 mg/dl) within 10 mins on the compact plus system. At 8-10 mins following the result of hi, customer received result of 175 mg/dl. Several weeks ago, customer also reportedly received results of 400 mg/dl and 130 mg/dl within 10 mins on the compact plus system. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.